Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that a printed circuit board (pcb) was out of specification causing an error during initial assessment of the device. As a result the pcb was replaced. It was also noted that the power cord bay was damaged, the hinge plate screws were missing, and the stylus was missing. (B)(4).